Manufacturer narrative:
The external visual inspection revealed two slice cuts on the electrode body prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed one cut electrode wire on the electrode body. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed evidence of parylene insulation damage on an electrode wire where it passes through an electrode contact. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. In addition, damage to the parylene wire coating was found on an electrode wire where it passes through an electrode contact pad. Although no electrode shorts were electrically verified, this confirmed the reported complaint of two shorted electrodes observed during the integrity testing. A CAPA was implemented. This is the final report.

Event description:
The recipient reportedly experienced facial nerve stimulation and pain. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient refuses to wear the device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.